Event description:
Clinician description: following electrical stimulation treatment, clinician did ultrasound and massage for 20 minutes to 1/2 hour. She then asked the patient how he was feeling; he replied that he was fine. Approximately 2 hours later, the patient called the clinician and said that his skin was burned in the 4 areas where the electrodes used during treatment had been placed. The clinician then asked the patient to come into the clinic so that she could take a look at the marks. The patient did not come into the clinic until tuesday, 07/08/97; at which time the clinician confirmed that he had 4 very small burn marks, the largest about the size of a pencil eraser.